Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure, the customer reported "fiber became end firing" the procedure was completed using a second fiber. Patient outcome "ok" reported. No injury to patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: joules used: 55,662 time expended: 17:52 minutes the fiber tip was not cleaned during the procedure